Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stretched tip and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. Because it was reported that the procedure was to place a cardiac resynchronization therapy (crt) pacemaker, it should be noted that the whisper instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it is likely that using the guide wire off-label contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report filing, lab analysis revealed that the tip of the guide wire was separated and not returned. As it was not confirmed that both parts of the guide wire were removed from the patient anatomy, it has been concluded that the tip of the guide wire remains in the patient anatomy inside the pacemaker lead. No additional information was provided.

Event description:
It was reported that the procedure was to place a cardiac resynchronization therapy (crt) pacemaker. During the procedure, the whisper guide wire became unwound, possibly indicating a core separation. No adverse patient effects were reported. There was no clinically significant delay in the procedure. The final patient and procedure outcome was reported to be good. No additional information was provided.